Event description:
Technical services received a call on 8/31/11. Caller stated atrial lead dislodgement one day post-op. Did atrial lead revision on (B)(6) 2011. No patient symptoms, just unplanned revision. Patient was in aflutter (B)(6) 2011 during implant and was in sinus rhythm (B)(6) 2011 at time of revision. They turned device to vvi before revision and everything was fine. No patient complications known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).